Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to slight loose drive support disk, the insulin pump was also received with intermittent button response due to corroded keypad traces. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. The motor was tested outside the device and passed. The insulin pump had corroded battery tube, cracked case at display window corners and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that he was unable to clear it. He did not recall the blood glucose reading. The insulin pump had also alarmed for a motor error. The customer stated that the blood glucose reading was 180 mg/dl at that time. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.